Event description:
It was reported that on (B)(6) 2013 the right atrial lead exhibited noise. The noise was reproducible with arm crossing. On (B)(6) 2013, atrial noise was observed again. The patient would be scheduled for lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.